Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported unable to reset the lamp meter and the front panel was flashing. Tac instructed the customer to ensure the door for the lamp is securely closed, verify both the light source cable and digital light source cable are secure on both ends, put lamp in standby and power off, and exercise tab a 12 o'clock on the socket. The front panel is no longer blinking and can reset the lamp meter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, unable to reset the lamp meter and the front panel was flashing on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned for physical evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported flashing front panel and the failure to reset the lamp meter. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to determine the root cause of the reported issue. Olympus will continue to monitor field performance for this device.